Manufacturer narrative:
The top portion of the screw was returned. The reported screw fracture has been confirmed through visual inspection. Visual inspection of the returned device did not identify a manufacturing deviation that would contribute to this event. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive cause has not been determined. (B)(4)

Event description:
The doctor reported that the abutment screw (unisg) fractured and the lower portion was swallowed by the patient.